Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery series connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not connecting. Further information was received from the field service engineer indicating that the system exhibited 'pre-charge errors' upon system start up and would not boot. No patient death or serious injury was reported related to this event.